Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Correction: the sample is not available. A sample was not received, so an evaluation could not be performed, and a root cause could not be determined, however, a review of the manufacturing records and this complaint file confirms that one similar complaint was received for the batch. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions.

Event description:
A nurse reported to baxter (B)(4) that precipitation in the tubing was observed during patient use. The patient was involved but no injury or medical intervention was reported. No additional information is available.